Event description:
It was reported that 10 or 11 days prior to the report, after using a computer to check emails for about 10-15 minutes the patient started having tingling in their feet and hands. It was alternately stated that the patient noticed a numbness and tingling feeling when close to ¿something that is electromagnetic.¿ this was noted to be the first time this issue had occurred. The tingling and numbness was said to have lasted for ¿some time,¿ but it was later reported that it went away ¿shortly after.¿ the patient had not used a computer again since that time to see whether the issue reoccurred. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va0lf52, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. (B)(4).